Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports false negative results for four individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false negative result for individual 1. See related cases for alternate false negative results. Individual received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 21673f, reader sn (B)(4). Individual tested positive with antigen and pcr tests (dates of testing, frequency of testing and brand of antigen/pcr test not provided). Although requested, customer was unresponsive and no further information was provided.